Event description:
It was reported to philips that the device had a mainboard fault. The device was not in use on a patient.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem verified/duplicated during lab tests. The failure was located to corrupted program code in the flash memory u39/u40.